Event description:
It was reported to boston scientific corporation that a hemostatic clipping device was used during a colonoscopy procedure in the sigmoid colon performed on (B)(6) 2014. According to the complainant, during the procedure, there was ¿almost zero grip¿ of the clip. The procedure was completed with a different device. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the clip was mashed onto the bushing.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Evaluation findings of clip assembly mashed onto bushing. Visual evaluation of the returned device found that the clip assembly was fully separated and not returned with the device. The yoke was mashed in to the bushing. The control wire ball end was noted to be separated from the yoke. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.